Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged extension tube was confirmed and appeared to be related to the use of the device. One 4 fr sl powerpicc catheter was returned for investigation. An infusion cap was attached to the hub. Evidence of use was observed on the catheter. The catheter appeared to have been trimmed at the 5 cm depth marker. A diagonal split in the extension tubing was present 5 mm from the molded wing hub. Two photographs of a portion of 4fr s/l powerpicc catheter were also provided. The photo sample corresponds to the returned physical sample. A partially circumferential split was observed near the molded joint. Microscopic observation of the split surface revealed striation patterns on the extension tubing. The split edges were sharply defined. Based on the characteristics of the split, the extension tubing likely came into contact with a sharp instrument. The product instructions for use (IFU) precautions state, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps."

Event description:
It was reported that the extension leg broke while inserted. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 19abt964 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension leg broke while inserted. No other information was provided.